Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drive was full and showed as offline in remote smart service (rss). A field service engineer (fse) responded to the customer's report of a slow-running station. After consulting with technical support specialist (tss), it was determined that the internal sandisk needed replacement due to storage space issues. Fse successfully installed a new thumb drive, and tss completed the necessary configurations. The station became fully functional, and the customer confirmed the updates. The drive replacement resolved all storage-related issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user have tried to restart pyxis several times and unable to reboot the device, drive full shown offline in remote smart service. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user have tried to restart pyxis several times and unable to reboot the device, drive full shown offline in remote smart service. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.